Manufacturer narrative:
The information that was reported on the medwatch was not enough information to determine if the device was an aesculap product. Additional information regarding the part number could not be obtained. Since a sample was not returned from the user/facility a complete investigation could not be performed. A follow-up report will be submitted if any additional information becomes available. Reporter stated "it was a user error."

Event description:
Patient in operating room, undergoing bowel resection, when it was discovered that the filter on the gastric instrument pan was not properly seated. The pan of instruments was removed from the room and a new set obtained, increasing anesthesia time. R/o contamination. No information on part number was available. Item not being returned. Surgery prolonged less than 30 min. Reported stated "it was a user error." Patient is being observed by infection control. At this time patient is fine.